Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy to the patient on three separate occasions, two of which occurred after the patient had engaged in strenuous activity. It was also reported that there was device detected t-wave oversensing (twos) post ventricular sense. The twos was not reproducible in the clinic and the device remains in use. No further patient complications have been reported as a result of this event.